Event description:
It was reported that lead damage was detected when capping the lead. It was noted that the no action was required. It was noted that the device was not implanted and a different product was used. It was noted that the issue resolved. It was noted that the health care professional (hcp) stated that the lead was not in function. It was noted that the lead did not work during the pre-operative test so the hcp implanted a different lead. It was noted that the patient was alive with no injury and there were no patient symptoms associated with the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead was damaged and not implanted because of an impedance problem. The reporter stated the healthcare professional must have damaged the lead. The reporter further stated the lead was replaced without any problem or damaged for the patient.

Manufacturer narrative:
(B)(4).